Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A vamf3434c stent graft, (B)(6) 2013. A 4548 competitor pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was no atrial lead and that the implantable pulse generator (ipg) implant detect was not completed at implant. It was also reported that there will be no observations or diagnostics collected until the implant detect is completed. The ipg remains in use. No patient complications have been reported as a result of this event.